Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by the customer keeping an eye on it and no other action was taken. Customer changed cartridge and infusion set to address the issue.